Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a controller exchange to an updated 2.0 controller and it was observed that the pump struggled to restart with extremely high powers. The pump did return to the set speed and parameters appeared normal afterwards. The ventricular assist device (vad) remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The hvad pump, (B)(4) was not returned for evaluation. Log file analysis of the original controller (before the exchange) revealed no alarms in the last 14 days of available data. No data log files are available for the new controller on the date of the event. The event log files for the new controller, showed one (1) controller power-up and associated pump start event on (B)(6) 2017 at 11:37:41 indicating a loss of power to the controller. The pump successfully started on the second attempt with a high current. As a result, the reported event was confirmed. Based on the available information, a possible root cause may be attributed to an increased resistance during start up. If information is provided in the future, a supplemental report will be issued.